Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with an unspecified treatment for the event and was discharged after treatment. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.